Event description:
It was reported that the patient experienced pocket stimulation during device implant. A new pulse generator was attached to the chronic ventricular lead. When the device was put in the pocket, stimulation was noted. The doctor tried a different pulse generator and the stimulation persisted. The chronic ventricular lead was capped and a new lead was implanted with the second pulse generator. No further stimulation was noted.

Manufacturer narrative:
No medwatch form was received.